Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument to perform failure analysis and was able to confirm and replicate the customer reported complaint. The instrument was found to have a broken main tube, approximately 1.8775" from the distal tip. A piece measuring proximately 0.1710" x 0.1900" was not returned with the instrument. Components adjacent to this broken main tube do show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the long bipolar grasper instrument broke inside the patient. The instrument was removed from the patient's body with the cannula. The instrument and patient cavity were examined for broken pieces. One fragment from the instrument was found and removed from the patient's body during the same surgical procedure which was completed robotically.